Event description:
A mayfield skull clamp was involved in an incident that involved a pt and an injury. The incident was described as follows: during surgery, the clamp loosened. The pt was positioned on her stomach. She incurred a laceration due to the pins which required suturing. The pt has a small scar but, there were no neurological or physiological injuries found upon examination. The surgery was delayed 20 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.